Manufacturer narrative:
The biomedical engineer reported that bedside monitor (bsm) did no alarm for vtach. They stated that on a 20-beat run the middle beats were not alarming. This bsm was being monitored on a central nurse's station (cns). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device information: central nurse's station: cns-9700 (mu-971ra) sn: (B)(4).

Event description:
The biomedical engineer reported that bedside monitor (bsm) did no alarm for vtach. They stated that on a 20 beat run the middle beats were not alarming. No patient harm was reported.

Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at central washington hospital reported the cns (mu-971ra sn: (B)(6)) was not alarming correctly. On a 20 beat run, the middle beats were reported to not alarm. The cns was monitoring a bsm (mu-671ra sn: (B)(6)). Service requested/performed investigation. Investigation result the cns and bsm warranties began 03/27/11. Review of device sap history found no additional reported issue with the units. The cns-9701a model was discontinued on 11/14/2011 in mbg-111114 due to the introduction of cns-6201a central station. Support for the unit continued for a minimum period of seven years. The issue occurred well beyond the warranty period and product discontinuance, and beyond the promised support period. Review of tickets opened at customer facility found additional issues reported relating to alarms: (B)(6) 2019 - 66242 cns missed an alarm - investigation is ongoing, (B)(6) 2019 - 71503 alarms not alarming properly - investigation is ongoing, (B)(6) 2019 - 71998 alarm settings - troubleshooting identified compatibility issues in using the cns-6801a and the legacy cns-9701a in the same environment causing issues with alarm settings. Issue resolved by changing all devices to extended arrhythmia analysis setting. Irc-nka300179824 was initiated (B)(6) 2019 and additional information was requested to investigate the reported issue. Due to the lack of customer response, the information is not available and the root cause could not be confirmed. Investigation conclusion due to the lack of customer response, the information is not available and the root cause could not be confirmed. Concomitant medical device information: central nurse's station: cns-9700 (mu-971ra) sn: (B)(6).

Event description:
The biomedical engineer reported that bedside monitor (bsm) did no alarm for vtach. They stated that on a 20 beat run the middle beats were not alarming. No patient harm was reported.